Manufacturer narrative:
Results: the lot number for the device was requested, but is not available, therefore a review of the manufacturing records for the device could not be conducted. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular traumas.

Event description:
On september 23, 2016, a physician commented that a patient had a rupture of an iliac artery following implantation of a gore® excluder® aaa endoprosthesis. No further information was given.